Manufacturer narrative:
The device is expected to be sent back to fisher & paykel healthcare ltd. No information to date. Results: investigation still underway, no results to date. Conclusions: no conclusion can be made at this time.

Event description:
Reporter reported to us that water was leaking out of an mr290 humidification chamber. The leak was allegedly due to a poor connection between the humidification chamber and the place at the base of the humidification chamber. No patient harm was reported.